Manufacturer narrative:
The sample has been received and will be forwarded to the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a photocoagulation procedure, the laser probe would not insert into the cannula. The procedure was completed without patient harm. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
An alternate probe was used to proceed with surgery.

Manufacturer narrative:
No further information was able to be obtained from this customer. The system was manufactured on january 12, 2017. There were 1,302 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on june 27, 2012. Based on qa assessment, both products met specifications at the time of release. A 25ga curved laser probe was received for evaluation. A visual assessment of the returned sample revealed a bent cannula and nitinol tip. As a result of the observed physical damage functional testing could not be conducted. The reported event could not be confirmed. The reported event of the laser probe being unable to be inserted into the trocar could not be confirmed due to the tip damage. How or when the tip became damaged cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).